Manufacturer narrative:
New information changes the suspect device.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient's generator was unable to be interrogated. It was noted that the patient would be seen again in one month and that generator replacement may be scheduled. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical intervention has been performed to date.

Event description:
It was reported that the patient was seen and the generator was able to be interrogated and is not at end of service. The patient will not undergo generator replacement at this time.

Event description:
It was reported that the 9v battery in the wand was weak and that there are no problems with the wand.